Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for generator replacement, high atrial capture threshold was observed. The physician wanted to perform a lead replacement, but a venogram revealed right subclavian stenosis. The physician elected to not replace the lead and continue to monitor it. The patient was stable.